Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the grommet had been damaged.

Event description:
It was reported that during the implant procedure that the device was prone to oversensing. Oversensing also occured when pushing on the header. The device was not implanted. No patient complications have been reported as a result of this event.